Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation shows broken weld at motor mounting bracket where walking beam bracket on front side meet. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per tbm the right walking beam has two spot welds that are broken.